Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. When the device was returned to mmd for investigation, it operated as expected. Mmd could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump would run but "nothing was going through". They stated that there were no alarms and that the pump was not delivering. They also stated that they did not have rate or dose information for the testing they performed and they did not state how long testing was performed. Mmdg did not follow up with the initial reporter, because at the time of the complaint they stated that the complaint had occurred during testing and that they had no other information to provide. (B)(4).

Manufacturer narrative:
The device was not returned to mmd for investigation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd, no investigation could be performed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump would run but "nothing was going through". They stated that there were no alarms and that the pump was not delivering. They also stated that they did not have rate or dose information for the testing they performed and they did not state how long testing was performed. Mmdg did not follow up with the initial reporter, because at the time of the complaint they stated that the complaint had occurred during testing and that they had no other information to provide. [Complaint(B)(4). ]